Event description:
It was reported, by the patient's sister, that post a coronary drug eluting stenting treatment procedure, the "patient had repeat angioplasty," in 2007, "to clean out the stent." The caller declined to provide additional information.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 7557482 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.